Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "error 70" on the monitor screen when attempting to discharge using paddles or multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.